Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se allowed the battery to charge and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the battery on 980 ventilator would not charge and a compressor fault error message was generated. The ventilator was not in use on a patient at the time the event occurred.